Manufacturer narrative:
(B)(4). Medical devices: 00598105701, provisional stemmed tibial component size 7, unknown; 00598105701, provisional stemmed tibial component size 7, unknown. Report source, foreign - the event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03158 , 0001822565 - 2018 - 03159. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three tibial trials were discovered fracture during a knee arthroplasty procedure. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot numbers associated with the reported event were not provided. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.